Event description:
The customer contact reported air in the tubing distal to the device. On an unspecified date and time, line a of the device was programmed to deliver an unspecified volume of normal saline at a rate of 200ml/hr. Line b was programmed in the piggyback mode, to deliver an unspecified concentration of carboplatin, at a rate of 230ml/hr, and the delivery was started. No further programming parameters were provided. At an unspecified time, the device alarmed with an unspecified code. At this time, the nurse noted that the carboplatin container was empty and that the tubing set contained air to approximately 2 inches past the cassette before the pump alarmed. No air reached the patient. The device was removed from clinical service. Therapy was resumed using a replacement device and tubing sets. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. During testing at the user facility, the device passed testing by appropriately alarming when air was present, distal to the cassette. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The device history was downloaded at the service center. A review of the device history indicates that on (B)(6) 2011 at 0821, line a of the device was programmed in the ml/hr mode, to deliver IV fluid, 1000ml, at a rate of 75ml/hr with a vtbi (volume to be infused) of 250ml, for a duration of 3 hours and 20 minutes, and the delivery was started. At 0827, line b was programmed in the piggyback mode, to deliver palonosetron/dex 50ml, at a rate of 200ml/hr, with a vtbi of 75ml, for a duration of 22 minutes, and the delivery was started. At 0846, the device alarmed with n231 proximal air b, backprime and within the same minute, backpriming was started and completed. At 0847, line a delivery was restarted. At 0850, line a was reprogrammed to deliver at a rate of 200 ml/hr, with a vtbi of 25ml, for a duration of 7 minutes, and the delivery was started. At 0857, the device alarmed with n161 line a vtbi complete and vi (volume infused) 36.4ml. Within the same minute, line a was reprogrammed to deliver IV fluid 1000ml, at a rate of 200ml/hr, with a vtbi of 250ml, for a duration of 1 hour and 15 minutes. Line b settings were cleared vi 61.7 ml. At 0859, line b was reprogrammed in the piggyback mode, to deliver carboplatin 100ml, at a rate of 230ml/hr, with a vtbi of 350ml, for a duration of 1 hour and 31 minutes and the delivery was started. At 0930, the device alarmed with n234 distal air, backpriming was performed and stopped, the device alarmed with n250 (door open while pumping) and was silenced. At 0932, the device alarmed with n102 infuser idle 2 minutes, and the device was powered off. This report represents all the information known by the reporter upon query by hospira personnel.